Event description:
It was reported that, 2 patients in maternity 2 theatres, foley catheter was inserted by midwife as standard procedure, very small amount of urine was drained and in situation. These were the new catheter packs. Upon completion of surgery legs were moved to clean below hca noticed no urine in catheter, the catheter had come out of the patient balloon was already deflated and sat between the patient's legs. The surgeon was happy to replace the catheter with original singles instead of the packs. After this had occurred there was conversation that this wasn't the first time this situation had occurred over the past week with different patients with the new catheter packs however two of these occasions the balloons were still intact and inflated. Patient experienced slight time delay.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The reported event is addressed within the labeling as it states, visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, 2 patients in maternity 2 theatres, foley catheter was inserted by midwife as standard procedure, very small amount of urine was drained and in situation. These were the new catheter packs. Upon completion of surgery legs were moved to clean below hca noticed no urine in catheter, the catheter had come out of the patient balloon was already deflated and sat between the patient's legs. The surgeon was happy to replace the catheter with original singles instead of the packs. After this had occurred there was conversation that this wasn't the first time this situation had occurred over the past week with different patients with the new catheter packs however two of these occasions the balloons were still intact and inflated. Patient experienced slight time delay.